Event description:
There was a hole identified in the back table cover which resulted an intra-operative delay of procedure.

Manufacturer narrative:
It was reported that a patient was in the operating room and had been intubated. The surgical field was already set up. A hole was found in the back table cover prior to making the initial incision. The surgical field and stand was then torn down. There was a delay in procedure while waiting for the new set-up to be completed. The procedure continued without further incident. The facility reported that no injury or need for further intervention resulted from this incident. No sample has been returned for evaluation and a root cause has not been determined. We cannot rule out the possibility that mishandling may have played a contributing role in this incident.